Manufacturer narrative:
Section h3: additional information manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms was confirmed via the log files. Two log files were reviewed, collectively containing data that spanned 6 days (17dec2019 ¿ 20dec2019 per time stamp and 10oct2020 ¿ 13oct2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Atypical low voltage alarms were observed throughout the data while either the batteries or mobile power unit (mpu) were in use, due to fluctuating rsoc values within either the black or white cable line. No other notable events were observed. The returned system controller (serial number (B)(6)) was observed to have slightly damaged power cables and connector pin sockets upon arrival. The controller was functionally tested and failed test steps related to the continuity of its power cables; however, it passed all remaining steps and operated a mock loop as intended. Each wire within both power cables was measured, and all wires were observed to have above average resistances. Despite the observed damage, the controller always operated with an appropriate voltage output throughout all testing (~14.4 volts) and atypical alarms were unable to be reproduced. Although the root cause of the reported event was unable to be conclusively determined, the observed damage to the power cables may have contributed to causing intermittent low voltage alarms. Review of the device history record for system controller, serial number hsc-064893, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage and power cable disconnect conditions. The heartmate 3 patient handbook cautions users to maintain the integrity of the battery + clip combo. A poor connection between contacts may lead to lowered voltage values and/or atypical power cable disconnect alarms. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low power events were observed. The system controller was exchanged.